Event description:
It was reported that the customer had an issue with prefilled morphine pca syringes. The manufactured, prefilled syringe gave the clinician an "error message" and would not let the customer continue with programming. Customer double checked their drug library and the "ims prefilled 30 ml" syringe was indeed added to the library. Customer tried multiple profiles, restarting the pump, and used multiple pumps and pca modules. There was no information on patient involvement. Although requested customer stated no further information available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.